Manufacturer narrative:
Dentist claimed implant fracture and explanted implant. However, implant is without problem. No reason to explant. No defect detected.

Event description:
Dentist claimed implant fracture and explanted implant. However implant is without problem. No reason to explant. No defect detected.